Event description:
It was reported the patient's pacemaker exhibited noise episodes via merlin.net. Further review revealed ventricular oversensing resulting in pacing inhibition at times. No further intervention or patient symptoms were reported.